Event description:
It is reported that while, introducing the cpt stem, the cpt stem inserter broke, leaving the end piece of the instrument stuck in the cpt stem. The fractured portion could not be removed so has been left in the stem inside the pt.

Manufacturer narrative:
This report will be amended when our investigation is complete.